Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer blood glucose level was 557 mg/dl. The customer was not treated because she has no back up plan. The customer stated that the temp basal was not programmed before a47 alarm. The customer was advised that the a47 alarm is normal insulin pump behavior. The customer was advised to monitor insulin pump and callback if further problems.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).